Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. The log was downloaded for review finding no errors related to the complaint. Functional testing were performed and passed all relevant testing. Overnight charge and discharge testing were performed and passed. An internal visual inspection was performed and passed. A rx manual test was performed and passed. The probable cause could not be determined. Confirmation of the allegation was not confirmed. No injury or medical intervention was reported.